Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that after tumor removal from the back of the body, integra dermal regenerating template was applied and the patient was treated on an outpatient basis. About a week later, poor take of the integra template was observed and the template was removed. Then, infection development was observed but the point and cause were unknown. Additional information was requested and the following was received on (B)(6) 2013: the reference catalog number of the integra dermal regeneration template was mwm4051 - (1 unit) with lot number 105na0259475. Once the integra device was removed due to poor take, an autograft was applied as wound closure. Patient and adverse event information (e.g. Age and gender, relevant patient medical history, relevant laboratory tests with results, any antibiotic therapy, date of device implantation, and treatments) were reported as unknown.